Event description:
New information received notes the patient presented for further evaluation in clinic. Oversensing was reproducible with isometric movement. Programming interventions were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of inappropriate automatic mode switch caused by over-sensed noise. No interventions were reported. The patient was in stable condition.